Event description:
It was reported that during a revision surgery on (B)(6) 2024, the surgeon attempted to adjust two screws. The screw to bone interface was very tight, leading to the tips of two expedium screwdrivers to shear off. The tips of the screwdrivers were embedded in the screw heads, and could not be removed. Surgeon chose to leave them in place and continue the surgery. There was 5 minutes surgery delayed due to the reported event. The surgeon had to spend additional time bending the rods to fit, the procedure was successfully completed. There was no patient consequences. This report is for one (1) xpdm quick-con si poly scwdrvr. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.